Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken located at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional observations not reported by the site were indentations and scratches marks on edges and surface of the distal pulley.

Event description:
It was reported that during a da vinci si inguinal hernia repair procedure, a wire of the large needle driver instrument snapped and fell into the patient. The wire was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.